Event description:
Customer called in that system was receiving errors 775 (cathode error), 793 (high voltage tank error) and 10520 (communication with generator error) on the table control panel display when they would attempt to produce an x-ray. System would not make an exposure, it would error with on image on the monitor. Found that system had a bad cathode high voltage cable. The cable did not ohm to ground when initially checked. Damage was found when cables were swapped at both the x-ray tube and the high voltage tank and error changed to a 774 (anode error).

Manufacturer narrative:
The service rep replaced high voltage cable and high voltage tank. Reset system tnt calibration file by erasing file on the kv controller and taking 51 second shots at 80 kvp and 1ma to set file. Machine no longer receiving errors during exposures. Machine fully functional.